Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and a64 alarm on the insulin pump. The customer's blood glucose level unknown. The troubleshooting was performed. The customer was advise that the insulin pump need to be replaced due to button error. The customer wa advised to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. No button error alarm noted. However, the device had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The device had minor scratched display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, and cracked reservoir tube window.